Event description:
It is reported that for the past few months, the pt has experienced discomfort that extends from his upper thigh into the hip. The pt has not undergone any testing at this time. He is scheduled for an appointment with his surgeon on (B)(6) 2012.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with theses devices. The reported event is considered to be under the scope of this recall.